Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and pregnancy with contraceptive device ('pregnancy (no complications)') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Concomitant products included ketorolac. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), vulvovaginal pain ("vaginal pain"), bacterial infection ("infection (other) describe: bacterial infection"), alopecia ("hair loss"), amenorrhoea ("hormonal changes describe: amenorrhea"), arthralgia ("pain hip pain") and pain in extremity ("pain left leg pain") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (tubal ligation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, abdominal distension, vulvovaginal pain, bacterial infection, alopecia, amenorrhoea, arthralgia and pain in extremity outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal distension, alopecia, amenorrhoea, arthralgia, bacterial infection, dysmenorrhoea, dyspareunia, menorrhagia, pain in extremity, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: insertion details: the right essure was placed first , after placement, 2 coils were visible. The left essure was placed next. After placement 2- coils were visible essure confirmation test conducted: type of test: hysterosalpingogram (hsg):results not provided. Date(s) of removal: (B)(6) 2018; other (please specify) - tubal ligation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: reporters were added. Case become valid since injury nos was replaced by new specified event; vaginal bleeding, menorrhagia, dysmenorrhea, dyspareunia, bloating, hair loss, amenorrhea, bacterial infection, vaginal pain, hip pain, leg pain, pelvic pain, pregnancy (no complications), device ineffective. Concomitant drug was added. Incident. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.